Event description:
In 2003 the end-user called medtronic minimed and stated that infusion connector to reservoir has cracked a few times during the past few months. In 2003 maersk medical a/s received the complaint and 3 used sets, 2 unused and 2 used tubings.